Manufacturer narrative:
Sections with additional information as of 02-jul-2020: updated FDA's method, result, and conclusion codes. Meter returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for meter powers up but will not go to test mode or test strip not recognized or test strip not absorbing. Customer stated that in (B)(6) 2019 or 2018 (customer does not recall), she had vision problems and could not move her mouth correctly while in a conference meeting in (B)(6). Customer tested her glucose and obtained a reading of 32mg/dl or 35mg/dl. Consequently, the customer contacted her doctor due to the results and symptoms. Her doctor instructed her to drink sugar. Customer drank an orange juice, felt better, and he glucose levels were back to normal that evening. The product is stored according to specification in the bedroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/21/2020 and open vial date is four months ago. The meter memory was not reviewed for previous test result history.